Event description:
Additional information was received indicating that the x-rays will not be returned. Revision surgery is still likely however it has not occurred to date.

Manufacturer narrative:
Analysis of programming history analysis of programming history identified a likely lead issue beginning around (B)(4) 2010. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the patient's mother and a company representative indicating that the patient's neurologist reviewed the x-rays and did not see any indication of a lead break. The patient's mother also indicated that she thought the patient's generator was not disabled. Attempts to obtain the x-rays for review have been unsuccessful to date. It is also unclear if the generator has been disabled as this has not been confirmed with the patient's neurologist. Revision surgery is likely but still has not occurred to date.

Event description:
Additional information was received indicating that the patient underwent a full revision on (B)(6) 2012. During the revision the lead was found to be "frayed and broken". Attempts for product return have been unsuccessful to date.

Event description:
It was reported that during a follow-up appointment on (B)(6) 2011, diagnostics were performed on the patient's generator and low impedance was observed. There were no reports of trauma and no patient adverse events. X-rays were also completed however it is unclear if they will be provided to the manufacturer for review. The patient has since been referred for surgery. Programming history, available in-house, was reviewed. Diagnostic results from the date of the patient's implant indicated that, at that time, lead impedance was within normal limits at 1971 ohms. Low impedance, less than 600 ohms was first observed on (B)(6) 2010. Revision surgery is likely but has not occurred to date.